Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the mobile view station (mvs) software was exiting unexpectedly. The rep initially turned on both the image acquisition system (ias) and the mobile view station (mvs) together, the mvs booted normally but the ias never left "system booting please wait" until the rep unplugged the mvs interface cable. After this, both systems booted normally. The rep reconnected the cable, clicked 'ok' for calibration message, and then the following error appeared: "applicationmvs.exe has stopped working." The medtronic representative restarted both systems with the same work flow and they both booted up normally. The system's logs were sent to the manufacturer for analysis. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.